Manufacturer narrative:
The reported issue of the autopulse displayed ua45 (not at "home" position after power-on/restart) error message was confirmed during the initial functional testing and in review of the archive data. To remedy the issue, the shaft was rotated to home position. The autopulse passed all the testing and functioned as intended. Visual inspection was performed and noted no damage upon receipt. Functional testing was unable to be performed due to ua45 error exhibited by the platform. User advisory 45 will occur if the driveshaft is not at its home position when the autopulse is powered on. Archive review showed ua45 (not at "home" position after power-on/restart) on the reported event date of (B)(6) 2017. Ua20 (position out of range) error message was also observed. Ua20 indicated that the drive shaft is not within the specified range of positions. Additionally, clutch deburring was performed to remedy the sticky clutch and this is unrelated to the reported complaint. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
As reported during shift check , the autopulse displayed ua45 ( not at "home" position after power-on/restart ) error message upon power up of the device. Customer stated that they tried to reset the shaft to home position however, the issue was not resolved. No patient involvement on this issue.